Event description:
The customer reported that the intellivue multi measurement server x2 displayed a "speaker malfunction" inop. No information was provided whether sound was still coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.